Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device was rotating roughly. The device was being used during surgery. No injuries or medical intervention were reported. There was no add'l info provided.